Event description:
Pt was referred by their regular dentist to have a root canal done for chronic abscess in 2000. Pt came out with a traumatic dislocation of the jaw, which was confirmed by an MRI. Upon review it was thought that it would heal on its own. A mouth plate was introduced in november 2000 but had to stop after 6 months because it did not help. In 2001 and 2003 needles wre put in the jaw to manipulate it back to position but there was no relief. They were asked to see a physical therapist but there has been no improvement. The root canal had been re-done during which a tooth got broken and had to be crowned. They have scars on their face and have been on pain medication (tegretol).